Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. The funnel was cut but the water could not be removed, and then the balloon was burst percutaneously and deflated. The catheter was then removed from the body. It was later reported per additional information from the ibc via email 03 jun 2019; there were no missing pieces to the catheter balloon after it was burst.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per evaluation, the sample was classified as a poor sample condition and several inspections could not been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precautions for use: (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate.the funnel was cut but the water could not be removed, and then then the balloon was burst percutaneously and deflated. The catheter was then removed from the body. It was later reported per additional information from the ibc via email (B)(6) 2019; there were no missing pieces to the catheter balloon after it was burst.